Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl, 300 mg/dl, 220 mg/dl, 406 mg/dl. Customer stated they had issue with insulin pump. Customer take 12 units of active insulin. The device will not be returned for analysis.